Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level went over 500 mg/dl at time of incident and other blood glucose was 413, 400, 583 mg/dl. Customer treated with insulin pump. Troubleshooting was performed for high blood glucose level. The product will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioning properly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.